Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced to address a ventilator inoperative alarm condition. The system board was replaced for this issue. The sensor board was not replaced.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.